Event description:
A nurse had just finished administering the rhogam to the patient and was in the process of activating the safety shield when she accidently stuck herself in the left index finger. The nurse involved was wearing ppe when the incident occurred. She immediately sought medical attention. The nurse's medical condition was satisfactory. Ocd requested a copy of the "incident report", but customer declined.

Manufacturer narrative:
Ocd performed a batch record review to ensure there were no issues during the manufacture of the syringe. Satisfactory results were observed. There were no similar complaints against this lot of product. (B)(4).